Manufacturer narrative:
This device was retained at the hospital and not returned for inspection. Therefore, this occurrence could not confirmed. No device history record review was done since no lot number is known. The screw did not come into contact with the patient. Pioneer surgical technology continues to request more information.

Event description:
During an anterior lumbar fusion surgery, a screw was found in the implant sterilization kit with some substance that resembled human tissue. The screw was not used and surgery was completed successfully with another screw. The suspect screw was removed from the operating room and retained by the hospital.